Event description:
It was reported by provider that the end user abuses the tdxsp power chair and provider was servicing the chair and was made aware the cylinders were leaking on both sides. Provider states no property damage or injury alleged, end user in a residential home, a rural area. No further information provided.